Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The returned sulu was fully fired with sub flesh staple pushers from the 5cm cut line to the end of the cartridge. Microscopic inspection noted no damage to the stapler but found cracks in the sulu surface. There were no abnormalities with the functional test results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. This may also cause cracks in the cartridge. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy. During the second firing for a functional end-to-end anastomosis, some of the staples were stacked onto tissue. Multiple staples were fired on the same place in the tissue. Surgical time was extended by 30 minutes or more. To complete the procedure, another device was used. No patient injury. Patient status is no problem.